Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an epic plus valve was implanted. The next day (B)(6) 2025, a blood clot obstructed the mediastinal drain. A temporary pacemaker was also implanted and monitoring is being performed to determine if permanent pacemaker is necessary. There is also a small kidney problem.

Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that a blood clot obstructed the mediastinal drain. A temporary pacemaker was also implanted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an epic plus valve was implanted. The next day (B)(6) 2025, a blood clot obstructed the mediastinal drain. A temporary pacemaker was also implanted. The patient also had an unspecified renal issue. No further information was provided.